Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were seeing ¿no pump found¿ and service code 338 (connection interrupted). The agent reviewed the information and considerations regarding the 338 code and then the patient went on to explain that they struggled to connect to the pump and saw ¿no pump found¿ often. The patient stated that the pump was in a bad spot and one side stuck out more than the other. The patient thought it had been like that forever, but they noticed that the catheter port seemed to move around. They then stated that they also believed it had always been like that too. The patient then mentioned that they did gain about 7 pounds. When asked about falls/trauma, the patient stated that they did have a bad fall a couple of weeks ago. It was noted that it was unclear, but the patient stated that may have been when they noticed that the connection issues had gotten worse, but they weren¿t sure. The patient also mentioned they had been quite sick; mentioned having the flu and not feeling well; mentioned having a recent chest x-ray; and mentioned they had mris in the past that never affected the pump. During the call, the patient was able to successfully connect after reviewing considerations and making several placement adjustments. The patient stated they lay down to get connected and that the catheter port was on the "bottom" as its positioned in their body. The patient also stated that they were having a pump refill this week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.